Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open repair of diaphragmatic hernia, the staple jammed leading to part of the staple not firing from the gun. There was tissue loss. The surgery time extended for more than 30 minutes. Replaced by a new device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The returned product noted that the timing was disengaged and two tacks were protruding from the tip of the shaft. Additionally, one tack was received loose in the packaging. A functional evaluation found that the trigger was actuated and cycled properly but tacks did not deploy. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.